Event description:
It was reported the pt felt pain at the lead incision site. In addition, the pt was only receiving a weak amplitude from the lead. Follow up identified the physician had scheduled the pt for surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.